Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis for myelopathy. Procedure or therapy performed was lumbar fusion. It was reported that the driver was stripped. There were no symptoms reported. There were no further complications reported regarding the event. Product came in contact with the patient.